Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was feeling nauseous and has been having high blood glucose. The customer's blood glucose was 445 mg/dl at the time of incident. The customer's current blood glucose is 334 mg/dl. The customer started radiation for cancer. The customer says that insulin is not getting into her body so she is taking injections. Troubleshooting was performed and the insulin pump is working as designed. No medical intervention was needed. Nothing further reported.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.